Manufacturer narrative:
A steris service technician arrived onsite following the reported event and observed that the table was displaying two fault codes indicating the actuators required calibration. The technician further observed that the column shrouds were misaligned. The technician calibrated the actuators, realigned the column shrouds, tested the function and operation of the surgical table, confirmed it to be operating to specification and returned the table to service. No additional issues have been reported.

Event description:
The user facility reported that while a patient was being transferred onto their 7080 surgical table for a procedure, the table would not respond to commands. User facility personnel utilized another surgical table, and the procedure was completed successfully following a short delay. No report of injury.